Manufacturer narrative:
An event regarding shoulder trauma and sub scapular tear was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient medical records were provided for review. The cause of the shoulder trauma and sub scapular tear cannot be determined from the limited information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right shoulder - revised due to a trauma and sub scapular tear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right shoulder - revised due to a trauma and sub scapular tear.